Event description:
A patient reported experiencing inaccurate erratic results with ot ii meter. The patient's blood glucose results were 100mg/dl, 170 mg/dl. Tests were done 11-20 minutes apart with a difference of 46%. Patient did not experience any adverse events. No further information has been reported.